Event description:
"During catheter manipulation, the catheter has been fixed in an unusual curve. Using the standard curve controls, the physician was unable to re-adjust the curve of the catheter to the standard straight position. Due to the unusual curve, the physician has experienced problems with retracting the catheter from the femoral vein. To retract the catheter, more than usual force was necessary. According to the dr., this may have caused a minor dissection of the vein."

Manufacturer narrative:
The device is expected to return a follow up report; will be submitted upon completion.